Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Devices #1 and #3 proglide are being filed under separate manufacturer report numbers. Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because it was not returned for investigation. Therefore, without the product to examine, no determination can be made as to the contributing factors to the reported discrepancy. The failure to advance the knot or the knot being locked before reaching the access site can be caused by a number of factors including, but not limited to manufacturing, or too much force applied to tension the rail suture limb during the advancement of the knot. This may have been a contributing factor to this event, but cannot be confirmed. To ensure this type of experience is not a result of a potential product related deficiency, a 100% in quality control of devices are performed. In addition, a sampling of finished devices is also tested to verify the functionality of the device. It should be noted that the reported use of proglide device in a calcified artery is not consistent with the instructions for use (IFU). The IFU states under special patient population indicates that the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. This may have been a contributing factor to this event, but cannot be confirmed. A review of the finished device lot history records (lhr) found no nonconforming material records (ncmr) for this lot that would impact the event. In addition, a query of the complaint-handling database was performed and there have been no other incidents reported for knot advancement issues from this lot. Based on the information available, the inspection criteria and the review of the lot history record there do not appear to be any indications of a product quality deficiency.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, uneventful preclose placement of the sutures in a heavily calcified common femoral artery was achieved using two perclose proglide devices. After the aaa repair procedure, arteriotomy closure was attempted. Reportedly, as the knot was advanced to the arteriotomy with the snared knot pusher, the knot became hung up in the subcutaneous adipose tissue and could not be advanced further. During an attempt to advance the knot of the second proglide device suture to the arteriotomy, the knot also became hung up in the subcutaneous adipose tissue and could not be advanced further. A third proglide device was attempted but with the same results as the first two proglide devices. It was decided to surgically closure the vessel; however, due to extensive calcified plaque at the site, the entire common femoral artery was endarterectomized into the profunda femoris artery with vein tissue. There were no reported adverse patient sequelae. A femoral angiogram was not performed prior to arteriotomy closure because a magnetic resonance angiogram (mra) was performed three days prior to the procedure to access the aortic anatomy for aaa repair; however, the common femoral artery was not accessed. The physician is trained in the use of the perclose proglide device. The physician did not believe the incident occurred due to a proglide device issue but the knots became hung-up in subcutaneous adipose tissue due to an inadequate dissected subcutaneous tract and heavy calcification found during the endarterectomy procedure, which might have affected the elasticity of the vessel wall. Though requested, no additional information was provided.